Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2013 during primary augmentation surgery. Patient presented on (B)(6) 2013 with right side drainage and pain, and the "incision opened up" exposing the seri device. Physician "opened the incision slightly and flushed with hydrogen peroxide." Explant surgery was performed on (B)(6) 2014 due to continuing drainage, and physician reported finding an inflammatory response and granulation tissue, "and non-adherence of the seri device. Seri and the concomitant silicone device were both fully explanted and discarded. Causality of events is unknown.

Manufacturer narrative:
The physician discarded the device when it was explanted. The events of (B)(6), wound dehiscence, drainage, pain, non adherence, exposure and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same patient reported under MDR ID#3008374097-2014-00047 ((B)(4)).